Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/5/2025, it was reported via email by a sales representative that during an allograft acl reconstruction procedure on (B)(6) 2025, two ar-1588btb-2j btb tightropes failed in the same manner. While the final tension was being applied on the tibial side, the tightrope broke at the finger trap near the button. After the initial failure, a second btb tightrope from the same lot was used, but it also failed at the same location. The surgical team confirmed there was no metal interference or sharp object present from prior procedures that could have contributed to the breakage. To complete the case, the remaining suture through the graft was tied over one of the buttons and reinforced using a secondary fixation kit. The case was completed successfully. Additional information received on 6/20/2025: all the broken fragments were successfully removed from the patient. The case was completed using another ar-1588btb-2j btb tightrope. The case experienced a delay of forty-five minutes, during which additional anesthesia was administered.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.